Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jul2020. A specific cause for the reported patient outcome due to organ failure could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number: (B)(6), could not be conclusively established. It was reported that the patient expired on (B)(6) 2020 due to organ failure. It was not specified if the outcome was device or therapy related, and no autopsy was performed. It was noted that (B)(6) was not explanted and would not be returned. There is no product available for investigation. The heartmate 3 lvas IFU, lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient expired on (B)(6) 2020 due to multi-system organ failure. No additional information was provided. No autopsy was performed. The device was not explanted.